Event description:
A malfunction was reported on the pump, but there were no notable events prior to the issue, and there was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, which resolved the issue as the malfunction code did not recur. The customer was informed they could continue using the pump and advised to contact support again if the issue reappears, which the customer acknowledged and understood.